Manufacturer narrative:
This report is submitted on may 24, 2022.

Event description:
Per the clinic, the patient experienced infections around the abutment site (specific date not reported). Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported), however, the issue could not be resolved. The patient was then, placed under general anesthesia on (B)(6) 2022 in order to remove the abutment. The implanted device remains.